Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a patient reaction was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include catheter maintenance and patient sensitivity; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Patient reported that she was hospitalized for a week with sepsis after her PICC placement.